Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. It was not reported if the patient was hospitalized for peritonitis. The cause of the fungal peritonitis and treatment for the event were not reported. At the time of this report, the patient had not yet recovered from peritonitis. The action taken with pd therapy was not reported. No additional information is available.